Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 6.5mm x 45mm embotrap iii revascularization device was received contained in the decontamination pouch. Visual inspection was performed. It was noted that the device was returned without the insertion tool. No appearance of damage was observed. Microscopic inspection was performed on the stent component of the device. It was observed to be in good condition with no structural damage (i.e., no broken struts, no kinks, no damages on the outer cage, no damages on the inner cage). The distal and proximal coils were slightly stretched. The embotrap device was retracted through the insertion tool from an embotrap iii lab sample without resistance. Additionally, the embotrap device was advanced and retracted from a lab sample prowler select plus microcatheter. The issue reported regarding the difficulty to withdraw the stent could not be confirmed since the embotrap device was able to be advanced and retracted from both the insertion tool and microcatheter without issues. It is possible that other factors such as the large clot reported, tortuous pathway, and/or device manipulation may have contributed to the difficulty experienced. There is no indication that this complaint was a result of a defect or malfunction the embotrap device. The slightly stretched condition noted on the proximal and distal coils were not originally reported. These conditions could be the result of device manipulation, and the exact time of occurrence cannot be determined; therefore, these conditions are not related to the issue reported. A review of the manufacturing documentation associated with this lot (24k040av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure is multifactorial. The instruction for use (IFU) provides the following warning: ¿ do not withdraw the device against significant resistance. Assess the cause of resistance using fluoroscopy and if necessary, advance the microcatheter over the device to resheath or partially resheath to aid withdrawal. Re-sheathing a device with captured clot may result in loss of clot and distal embolization. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a thrombectomy procedure, after the thrombus removal made via the first pass using a 6.5mm x 45mm embotrap iii revascularization device (et307645 / 24k040av), the physician tried to retract the embotrap iii device from the patient, but the stent could not be retracted. The physician delivered an intermediate catheter (unspecified brand) towards the distal end and removed the intermediate catheter, microcatheter, and the embotrap iii device from the patient. The physician replaced the embotrap iii device to complete the procedure using the same intermediate catheter and the same microcatheter. The procedure was prolonged by about 10 minutes. There was no report of any negative patient impact. On 15-jan-2026, additional information was received. Per the information, the thrombectomy procedure was targeting the end of the internal carotid artery. The clot was a ¿large thrombus load, with a harder texture.¿ the cause of the withdrawal difficulty is ¿perhaps the thrombus is too hard and overloaded, causing it to become stuck and unable to be evacuated as a whole.¿ the reported issue with the embotrap iii device occurred on the first pass the device made. There was no evidence of thromboembolism. A continuous flush had been maintained through the microcatheter. The user did not apply excessive force at any time during the case. The replacement device was another 6.5mm x 45mm embotrap iii revascularization device (et307645). The information confirmed there was no negative impact on the patient and the physician did not consider the reported 10-minute delay to be clinically significant.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. A review of the manufacturing documentation associated with this lot (24k040av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 04-feb-2026. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.